Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the original stimulator implanted on their right buttock and subsequently got an infection where the battery was implanted in february. Patient reported last friday they had their stimulator removed and a new one was implanted on the left side.. Redirected to their doctor. Pt said they were calling to check about stim sensation because with their prior ins they felt periodic tingling sensation. Reviewed stim sensation information offered and sent quick guide.